Event description:
It was reported to philips that the system freezes. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system froze from time to time. Upon some functional test, fse found the 3d workstation is not stable. Fse replaced the 3dra hard disk. After the replacement of the 3dra hard disk, the system returned to use in good working order. The codes were updated based on the investigation outcome.